Event description:
It was reported that, during thr surgery, the threaded tip of a ref cup positioner/impactor fractured from fatigue from normal wear and tear usage. This occurred during cup impaction in the acetabulum, and the broken piece lodged in the shell as was removed from the surgical site. The procedure was completed without delay using a s+n back-up device. Patient was not harmed as a consequence of this malfunction.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
D4 UDI number added.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the threaded tip fractured off the device, rendering the device inoperable. All pieces of the device was returned. The device shows sign of significant wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.